Event description:
Per the clinic, the patient developed a post-operative infection at the implant site approximately 10 days after implantation. The patient was hospitalized and treated with intravenous antibiotics, followed by a course of oral antibiotics upon discharge (specific date an duration not reported).